Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted. No additional adverse patient effects

Manufacturer narrative:
Patient code (B)(6) captures the reportable event of surgery. B5 describe event or problem correction.

Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. No adverse patient effects. Device remains in service.